Event description:
It was reported that the patient's device will go off in the middle of the night and the doctors do not know why. If additional information is received, a follow up report will be sent. .

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ lead product ID, 37743 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient product ID, 37743 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).